Manufacturer narrative:
Concomitant medical products: secondary tubing; td (B)(6) 2018. The customer¿s experience of an overinfusion was not confirmed. The pcu event log shows pump module s/n (B)(4) was attached to pcu s/n (B)(4) on (B)(6) 2018. There were no epoch infusions nor were there any basic infusions programmed to infuse at 20.8ml/hr on (B)(6) 2018. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that 500ml of epoch (doxorubicin, vincristine and etoposide) was programmed to infuse at 20.8ml/hr for 24 hours however the infusion completed in 23 hours and 25 minutes. The customer provided their dosage preparations as "the amount of overfill removed for all of the preparations was 50ml when the bag is more likely to have 30ml of overfill. This would result in approximately 480ml in the bag instead of 500ml in the bag. This would result in the infusion running in over 23.1 hour approx. Instead of 24 hours." The facility's clinical engineering could not duplicate this issue. There was no harm.